Event description:
A female patient contacted lifecor customer support to report that one of her battery pack would not charge all the way. She stated that after a couple of hours, it would go from the orange charging light to the red battery with a line through it light. Support sent a patient services representative (psr) to the patient to replace the battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the battery not charging was due to a broken wire on the cells. The white wire connects the cells to the board. The root cause of the broken wire was a manufacturing assembly error of too much solder on this lead. The wire was replaced. The battery pack was retested and restocked. The assembler who created this battery pack is no longer with lifecor. No adverse event resulted from the faulty battery pack. The patient received a replacement batter pack.